Event description:
It was reported that during the knee procedure, the device was getting too hot. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of overheating and motor stall error was confirmed. Cause of overheating and errors is a corroded gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor and motor tested good. The gearbox was found to be jammed and corroded internally. A review of the device history record was performed which confirmed no inconsistencies. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. After the evaluation the root cause for the reported issue was determined to be corrosion. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. Correct procedure performed was a shoulder procedure.

Event description:
It was reported that during the shoulder procedure, the device was getting too hot. No reported patient injuries. No other complications were noted.